Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 30, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to skin flap necrosis. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2014.